Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-may-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the med app was showing fatal error. A technical support specialist (tss) dialed in and logged off as cfn admin. Then checked the medapp and data sync debug logs but could not find any errors. The station database had exceeded the threshold (>10 gb). Then the tss verified that the server purge was running, but the station purge had stopped on (B)(6) 2025. The tss dropped, rebuilt dsclientoltp, ran a full synchronization successfully, and then restarted the station in app mode. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es medication application was showing fatal error. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from another station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.